Event description:
It was reported the epg (external pulse generator) was dropped on the floor and the battery compartment damaged. The epg was returned for repair, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the battery drawer was broken. It was also noted that the upper and lower cases were contaminated, the ring cover and battery release were contaminated, the battery contacts were compressed and the ring was bent.